Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The lot number is not currently available. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary the complaint device was received and inspected. The complaint condition could not be confirmed. Visual observation reveals no structural anomalies on the device that would have led to the reported failure. However, it was noted that the device appeared worn and the laser markings slightly faded indicating the device has been heavily used. The guide frame was mated with the 9mm femoral rod under investigation and no alignment issues were noted indicating the device was not a root cause for the reported failure. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point, we cannot determine a root cause for this failure. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that prior to use on the patient during an acl procedure, the sales rep's rigidfix femoral rod 9mm would not latch into place with a mating device. The case was completed with a different sized like-device with no patient harm or delays to the case. The sales rep could not provide a lot number for this device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.